Event description:
It was reported that the medfusion 4000 pump experienced a system failure force sensor bridge test.t roubleshooting was performed but the alarm persisted. There was no reported patient involvement. No patient harm or injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed a force sensor bridge test, primary audible alarm, check clutch/plunger lever. The cause of the reported issue was a force gauge. The plunger casing, gears, plunger pcb, force sensor, plunger cable, and plunger tube were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.